Event description:
It was reported via clinical affairs that a (B)(6) clinical trial male patient experienced an arrhythmia event as follows: " sinus bradycardia with pvcs, run of svt, right bundle branch block, and recurrent afibt with rvr, 1 day post implantation of an edwards perimount magna ease bioprosthetic valve. Patient was given medication and cardioversion and the outcome was noted to be resolved. No edwards device malfunction related to this event, remains implanted and functioning as intended.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, the patient underwent cardioversion to treat the event. The edwards device remains implanted with no reported malfunction or quality deficiency related to this event. No further action required.

Event description:
Additional information has been obtained in which the serial number for this device is now known.